Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 450 mg/dl. Additional information regarding the reported issue was not provided.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 230 mg/dl. Additional information regarding the reported issue was not provided.

Manufacturer narrative:
B5.